Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy and inappropriate hv shocks for supraventricular tachycardia while horseback riding. Patient reported to feel shortness of breath which could be due to horseback riding. Programming changes were made.